Manufacturer narrative:
Correction: b6: field should reflect x-ray imaging performed.

Event description:
Related manufacturer reference number:2017865-2024-03997. It was reported that a patient presented with loss of capture and sensing noted on the patient's right ventricular and left ventricular leads. Review of x-ray imaging confirmed both leads had dislodged. The leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.